Event description:
A home pt contacted baxter's technical services center for assistance during drain 1/7 of her automated peritoneal dialysis therapy regarding a low drain volume alarm. The home pt reported that she has a peritonitis infection.